Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is over or underdelivering insulin. The belt clip broke but the insulin pump did not hit the ground. The insulin pump dangled. Customer believes this is the cause of the high blood glucose. The current blood glucose reading is 330 mg/dl. Nothing further reported.